Event description:
It was reported that during a pulse generator changeout procedure, inserting the ventricular lead into the header of the new device was difficult. With the use of mineral oil, the lead was able to be inserted and secured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.